Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Advantage af clinical study, pf106, subject ID: (B)(6). It was reported that a patient experienced an atrial fibrillation. The physician discussed treatment with dofetilide but the patient declined and started on amiodarone. Due to unspecified breakthrough events while on amiodarone, the patient went to the hospital to begin on dofetilide. The patient was admitted and was initiated with 500 mg of dofetilide but remained with atypical atrial flutter (at) and atrial flutter, therefore a cardioversion was performed. It was initially successful; however, the patient went back into at a few hours later, thus it was required that the patient be put on a beta blocker. A redo ablation was performed, and the patient was discharged from the hospital.